Manufacturer narrative:
No investigation is possible without the returned product or lot number info; therefore, the exact cause of the broken arterial luer tip cannot be determined. Standard industry luer components are used in the cartridge assembly. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
It was reported the luer tip of the arterial pt tubing broke off in the crrt patient's catheter. The patient required a new access placed.